Manufacturer narrative:
Other applicable components are: product ID 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was intractable spasticity. On (B)(6) 2016 the consumer reported being locked out from receiving a bolus. It was reported that the personal therapy manager (ptm) was supposed to give a bolus every six hours but sometimes it delivered before the six hours and sometimes gave a check and other times it said something else. The patient sated that the machine was antique and it feels like it is not functioning correctly. The patient noted that they keep a diary. It was noted that the event date was unknown; the issue started over a month ago. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.